Manufacturer narrative:
The reported complaint of a leak on the quattro catheter (lot # 149138) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons and proximal luered tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the proximal end of the medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a quattro catheter with lot number 149138. Seems that around 1000 ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event's relationship to the device and procedure is casual.

Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. The quattro catheter (lot# 149138) was placed into the patient's right subclavian vein. The insertion was smooth. Per the reporter, no other catheters were placed into the same vein. The patient's body temperature at the start of ivtm therapy was measured at 35°c. The patient target temperature was set to 34.1°c. Approximately 12 hours after the catheter placement, when the patient was cooled to 34.0 °c, the thermogard console (sn (B)(4) generated an "air trap" alarm and the 500ml saline bag was noted empty. The saline bag was replaced, however, the console generated an "air trap" alarm again after the second bag became empty. The customer performed the catheter leak check and the catheter leak and the infusion of up to 1000ml of saline fluid were suspected. A quattro catheter was replaced and the treatment continued with the same console. No consequences or impact to the patient.

Manufacturer narrative:
B5, correction to the catheter placement.

Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. The quattro catheter (lot# 149138) was placed into the patient's right femoral vein. The insertion was smooth. Per the reporter, no other catheters were placed into the same vein. The patient's body temperature at the start of ivtm therapy was measured at 35°c. The patient target temperature was set to 34.1°c. Approximately 12 hours after the catheter placement, when the patient was cooled to 34.0 °c, the thermogard console (sn (B)(6) generated an "air trap" alarm and the 500ml saline bag was noted empty. The saline bag was replaced, however, the console generated an "air trap" alarm again after the second bag became empty. The customer performed the catheter leak check and the catheter leak and the infusion of up to 1000ml of saline fluid were suspected. A quattro catheter was replaced and the treatment continued with the same console. No consequences or impact to the patient.